Manufacturer narrative:
Result: the distal tip of the lantern delivery microcatheter (lantern) was kinked; the strain relief was stretched on the proximal end. Conclusion: evaluation of the ruby coil revealed that the ruby coil was functional. The ruby coil was advanced through a new microcatheter without an issue. Further evaluation of the returned devices revealed that the distal tip of the lantern was damaged. This type of damage typically occurs due to improper handling during use. If the lantern is forcefully advanced during insertion, damage such as this may occur. The damaged lantern likely contributed to the ruby coil becoming stuck inside the lantern. The damage observed to the lantern strain relief was likely incidental, and may have happened after the reported failure was observed. Ruby coils are 100% functionally tested during in-process inspection. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00737.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while a ruby coil was being advanced through the lantern, the ruby coil became stuck. Therefore, both the ruby coil and the lantern were removed. The procedure was then completed using a new ruby coil and a new lantern. There was no report of an adverse effect to the patient.